Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. Repeat testing by customer produced satisfactory results. (B)(4).

Event description:
Customer reported that an initial antibody screen performed on a patient sample, with no previous antibody history, reacted weakly positive with cell ii. Repeat testing of the sample that day was negative. Patient was transfused 7 units of compatible blood. On (B)(6) 2012, a second sample was received from this patient. Testing was performed with the same reagent red cells and reactivity was observed with cell ii (2+). Customer then repeated the antibody screen with the sample from (B)(6) 2011 and a 2+ reaction was observed using the same 0.8% selectogen. Customer confirmed that the 7 units of transfused cells were negative for the e antigen.